Event description:
At approximate 2:05 pm on 3/22/93 resident was being lifted out of a century tub by way of the century chair lift. The chair was at a height of approximately 48" from bottom of chair to floor. The aide in attendance swung the chair out of the tub in preparation to lower residence, she heard a click and the resident fell to the floor striking her head on the bath cart.in the subsequent invesigation it was noted that the top chair restraint was not being used and that the bottom strap had been run under the resident's left leg and over top of her right leg to try to simulate a crotch-strap effect.bleeding was noted from the resident's scalp and she was taken to the hospital for treatment and was returned to this facility later the same day. She was diagnosed as having a scalp laceration and she was returned to hopital's emergency room at 11:00pm on 3/22/93 and expired at 12:44 am on 3/23/93.no official cause of death has been issues by the hospital at this time.the century tub lift aand all attached devices were examined on 3/22/93 by director of maintenance services of this facility and all equipment found to be in good working order.device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: none or unknown. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: no. Corrective actions: device discarded, device recalled by manufacturer/distributor. Invalid data - on device destroyed/disposed of status.